Manufacturer narrative:
Additional information: h3- device evaluation- lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -2.5 diopter into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to refractive surprise. On the same date in a separate surgery, a same size different diopter lens was implanted and the problem was resolved. The cause of the event is reported as unknown.